Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01101. This report is being submitted as additional information. Approximate age of device - 1 year and 10 months (calculated from the date of manufacture). Manufacturer's investigation conclusion: the mobile power unit remains in clinical use and the patient continues on vad support. No product was retuned to the manufacturer for analysis. The report of no external power alarms was confirmed based on the submitted log file. During the event, the system controller backup battery supplied power to the pump as designed and there was no interruption in support. Based on the information available to the manufacturer, the cause of the no external power alarms appeared to be user error related to the patient disconnected the mobile power unit while walking around. The heartmate 3 patient handbook addresses all alarm conditions are including no external power alarms, and instructs the users to keep at least one power cable connected to a power source at all times. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a no external power alarm occurred while the pump was connected to the mobile power unit (mpu). It was reported that the alarm was due to the power cord coming loose from the socket. The lvad clinicians indicated that this patient walks more than 20 feet throughout the apartment while the patient cable is connected to the mpu rather than switching to battery power. There were no other unusual events recorded in the system controller log file. The patient was asymptomatic. No further information was provided.